Event description:
It was initially reported by the physician that the patient's generator was moving around in the chest. Patient had this happen once before and had surgery to reposition it. Further information received from the nurse indicated that the generator flipping is causing a lot of pain. The pain is causing a lot of anxiety and patient has a history of self-inflicting herself due to her anxiety. Diagnostics test done showed everything working within normal limits. Additional information received from the surgeon revealed that patient is manipulating the generator. Surgeon saw the patient fiddling around at the generator. Surgeon saw the patient fiddling around at the generator which loosens up the suture and caused the generator to flip. Surgeon generally sutures the generator with a non-absorbable suture. Patient underwent a battery replacement surgery due to migration. Explanted product was returned to manufacturer and is currently undergoing product analysis.